Event description:
Patient experienced grating and grinding on left knee. Exams indicated loosening of implant in left knee.

Manufacturer narrative:
The patient is 65 inches in height. An event regarding baseplate loosening involving a tri cemented stem 12mmx100mm was reported. The event was confirmed. A review of the provided medical records indicated, "regarding the referenced pi, this case represents a female patient whose date of birth is (B)(6) 1962, and who is described as 5¿5¿ tall, weighing (B)(6). On (B)(6) 2007 she underwent a primary left total knee arthroplasty for which an operative report describes general anesthesia and the use of a tourniquet. A diagnosis of degenerative joint disease and synovitis of the left knee is noted. The components were cemented in place and described as a triathlon #4 femoral, a triathlon #5 tibial tray, a 5/9mm insert, and a 29mm patella. The components and inserts are not further described as being either ps or cr. Uncomplicated surgery was described. On (B)(6) 2013 the patient complained of left knee pain and dysfunction. X-ray showed ¿no evidence of loosening or wear in the left total knee arthroplasty¿. The plan was to obtain a bone scan. On (B)(6) 2013 a bone scan report noted, ¿¿ increased activity surrounding the left total knee arthroplasty¿ suggests loosening without infection.¿ on (B)(6) 2013 she complained of pain and dysfunction in the left knee. Past medical history noted systemic lupus, erythematosus, and diabetes mellitus. X-ray showed, ¿very subtle osteolucency under the tibial component ¿ femoral component appears solid ¿ spur ¿ lateral side of patella ¿ plan revision.¿ on (B)(6) 2013 implant labels note a triathlon #3 universal tibial baseplate, a triathlon 12/100 cemented stem, and a triathlon x3 3/19mm cs insert. No x-rays or bone scan images are available to review and no revision operative report or examination of the explanted components are available. In this patient with systemic lupus and diabetes, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, revision operative report, and patient x-rays are needed to complete the investigation for determining the root cause.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
Patient experienced grating and grinding on left knee. Exams indicated loosening of implant in left knee.